Event description:
It was reported that the patients episode activator was not working to record an event. The patient replaced the batteries. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.